Event description:
It was reported that the patient was receiving ventilator-assisted breathing through an artificial airway due to organophosphate poisoning. Following nasotracheal intubation under fiberoptic bronchoscope guidance, air leakage from the tracheal tube cuff was detected. The patient was re-intubated twice due to repeated cuff air leakage. After the third intubation, the cuff pressure was normal, and no air leakage was observed. There was a patient involvement and there were no additional adverse consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.